Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the user confirmed that the seal was installed in delivery device visually via window of delivery device but failed to pull the seal (out of the loader) because the seal got jammed in the delivery device. The hospital did not report any patient effects.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. There was no blood in and on the delivery tube and loading device. The slide lock was dis-engaged and the plunger was depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches , the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was not confirmed but was confirmed for the analyzed failure mode "premature deployment".

Event description:
The hospital reported that during a coronary artery bypass procedure, the user confirmed that the seal was installed in delivery device visually via window of delivery device but failed to pull the seal (out of the loader) because the seal got jammed in the delivery device. The hospital did not report any patient effects.